Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: there was a battery compartment crack observed from the thread area to the case seal. The battery cap was unable to fully tighten to the pump. There was evidence of moisture contamination inside the battery compartment and on underside of the battery cap. Due to moisture contamination, the pump was unresponsive with no audible tone, no vibration and a blank display. A leak test showed a leak at the battery compartment crack. There was evidence of additional moisture contamination inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.